Event description:
It was reported that (3) devices were used during a total gastrectomy. It was reported by the affiliate that the tlc55 with two tcr55 devices locked out. Another device was used to complete the case. There was no consequence to the pt.